Event description:
End user stated she fell asleep in a recliner with the gel pack on her lower back with a towel for about an hour and woke up with second degree burns (frostbite). End user went to the emergency room, where she was given lidocaine, burn cream and an antibiotic. She has been using the product for more than 2 years. Per product packaging (921-0060-98240 04/07), "do not use for more than 30 minutes. Extreme cold causes frostbite. Wrap bag with thick dry or moist towel to obtain measured heating or cooling effect". The end user used the product for longer than required.